Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and tortuous left circumflex artery. A 3.50x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed; however, the front end of the stent struts were found to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and tortuous left circumflex artery. A 3.50x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed; however, the front end of the stent struts were found to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, with stent struts on proximal end and distal end lifted and pulled in a distal direction the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.